Event description:
It was reported that a femoral artery pseudoaneurysm occurred in a patient who had undergone a cryo ablation procedure. The patient is a participant of the (B)(6) clinical study. It was further reported that there was a patient visit and a small fistula was present but a "venous outflow appeared good and did not appear reflux". Also, another visit had occurred and there were no visible signs of an arteriovenous fistula. No further patient complications have been reported as a result of this event.